Event description:
A report was received that the patient was experiencing muscle spasm. The patient was given medication.

Manufacturer narrative:
Additional information was received that the physician does not believe that muscle spasm was device related.

Event description:
A report was received that the patient was experiencing muscle spasm. The patient was given medication.